Event description:
Overdelivery reported. Received customer medwatch which states: "81 y/o on IV pump for administration of reopro which was to be infusing at the rate of 17cc/hr from a 250cc bag. Within two hrs the bag had infused totally. (200cc/hr). Pt required increased monitoring with no adverse outcome." No further info was available.